Event description:
On 2012-(B)(6) ((B)(4)): we were doing a catheter replacement surgery when the doctor decided to do a rotor study on the pump as well. We performed three rotor studies and the rotors never moved; doctor then decided he wanted to replace with the new pump. Catheter dye study and rotor study done: yes; no injury; morphine. On 2012-(B)(6) (e1a): the catheter was kinked somewhere in the pump segment of the catheter - so we replaced that part. I am sorry I did not save any of the catheter. There was nothing visible wrong with catheter, other than the fact that he could not do a side port access. Patient was not getting any pain relief, like they were in the beginning when the pump was first put in. The patient is doing good now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2010-(B)(6) explanted: product typ catheter. (B)(4). Final device analysis of the pump revealed no anomalies. The pump passed all testing and the logs had no indication of a stall occurring.